Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer received change sensor alarm. It was reported that the customer calibrated successfully, but soon after the device alarmed and suspended the delivery. The customer's blood glucose level was 102.6mg/dl, and their sensor reading was 39.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised to monitor the device and call back if issues persist.